Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: are any photos or video available of staple line? No, none were taken. When defining outer row, were you referring to the row closest to cut line? Correction - surgeon states that it was the row closest to the cut line. How was the surgical procedure completed? No oversewing or additional steps were taken. Surgeon understood that two rows of staples were intact and left it. How was the patient treated? Patient spent two weeks in ICU. At one point, a drain was inserted for drainage. What type of scan was done? Correction - surgeon states he conducted a egd scope and observed where the hole in the staple line was. Please confirm that device was discarded? Yes, device was discarded - not available for analysis. What is the current patient status? Patient had been released and is continuing with standard post op monitoring by surgeon.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the second to last firing of the stapler, with a blue reload, no buttressing material, the stapler fired but the entire outer row on the stomach side, didn't form, the staples pointing straight up. The doctor decided not to oversew the staples and completed the procedure. The patient was in recovery, overnight, and on the following day, the patient was vomiting blood. The doctor performed a scan and the patient is being monitored. No reoperation was performed. The doctor reported the patient was on blood thinners and the bleeding was on the inside of the stomach line.

Manufacturer narrative:
(B)(4) date sent: 6/7/2021 additional information received: dob: 7/25/1963 claim: claimant underwent a laparoscopic gastroplasty duodenal switch for morbid obesity. He developed a gastric leak and underwent CT-guided drainage with drain placement in (B)(6) 2018 and (B)(6) 2018. On (B)(6) 2018, the claimant presented with a leak at the upper sleeve portion and had developed persistent nausea. The operative report identified a widely patent duodenal ileal anastomosis and evidence of staples on upper sleeve. On (B)(6) 2018, claimant underwent surgery for percutaneous drainage of left upper quadrant fluid collection and sub-cutaneous abscess. In 2019 follow-up care he was incidentally discovered to have what appeared to be a left periprinephric and splenic area, which was later biopsy-proven to be renal cell carcinoma. He underwent a left laparoscopic radical nephrectomy.

Manufacturer narrative:
(B)(4). Date sent: 5/26/2022 additional information received: see attached medical records.